Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the surgeon pulled on the handle to retrieve the metal ring it would not go back into the instrument shaft. The instrument could not be removed through the trocar and the surgeon had to manually cut the ring to remove.